Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of ¿high¿ for approximately eight hours, with a glucometer value of 387 mg/dl, while using the ilet system; no device alarms were reported, and the user planned a full supply change, with the steel infusion set placed on the lower left abdomen and no visible set or cartridge issues noted. Symptoms included no reported clinical manifestations. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of user-reported system performance and troubleshooting education. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.